Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, sinus bradycardia with second degree, mobitz 1, atrioventricular block was noted. The patient¿s bilevel positive airway pressure (bipap) was applied without change to rhythm. Three days following the valve implant, telemetry noted complete heart block; the patient was asymptomatic and no treatment was reported. On the fourth and fifth day following valve implant second degree, mobitz 1, atrioventricular block. Five days following valve implant, a permanent pacemaker was implanted. Relevant medical history includes a baseline rhythm of first degree atrioventricular block. No additional adverse patient effects were reported.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, sinus bradycardia with second degree, mobitz 1, atrioventricular block. The patient¿s bilevel positive airway pressure (bipap) was applied without change to rhythm. Three days following the valve implant, telemetry noted complete heart block; the patient was asymptomatic, and no treatment was reported. The fourth and fifth day following valve implant second degree, mobitz 1, atrioventricular block was noted. Five days following valve implant, a permanent pacemaker was implanted. Relevant medical history includes a baseline rhythm of first degree atrioventricular block. One month, four days following valve implant, the thirty-day follow up electrocardiogram showed an atrial pace and qrs duration >= 120 ms. No treatment was reported. No additional adverse patient effects were reported. Additional information reported that 48 days following the implant of the valve, electrocardiogram (ECG) showed left bundle branch block (lbbb). Medication was provided. No additional adverse patient effects were reported. Additional information reported that prior to the implant of the valve, chest x-ray showed moderate left and trace right pleural effusions. The patient had previously been admitted for acute decompensated heart failure. Following the implant of the valve with this delivery catheter system (dcs), a small skin tear was identified lateral to the right groin puncture site. A small amount of oozing was present. A pressure dressing was applied. Pressure dressing was applied and changed as needed. The bleeding resolved the following day. Per the physician, the groin injury and bleeding were related to the valve implant procedure and not related to the valve nor dcs. One day after the valve implant, a persistent left pleural effusion remained persist on post-operative transthoracic echocardiogram (tte). The following day, thoracentesis with 1000 milliliters (ml) of golden fluid was removed from the chest. Chest x-ray after intervention, showed a decrease in the size of the moderate left and small right pleural effusion. Worsening renal insufficiency occurred. A bump in creatine was noted and furosemide was withheld. Creatinine peaked at 2.77 from a baseline of 2.47. Creatinine was 2.67 upon discharge. Per the physician, the worsening renal insufficiency was related to the valve implant procedure and not related to the valve nor dcs. Five days after the valve implant procedure, a blood test showed hemoglobin (hb) of 9.1 grams per deciliter (g/dl) and was positive for blood loss anemia. The following day hb was measured at 9.4 g/dl. Prolonged hospitalization was required for the previously reported complete heart block (chb) and permanent pacemaker implant. No treatment was provided for the anemia. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: continuation of d10: product ID: {d-evprop2329us}; product lot/serial number: (B)(6); product type: {delivery catheter system (dcs)}; product ID {l-evprop2329us}; product lot/serial number: (B)(6); product type: {compression loading system (cls)}; this regulatory report is being submitted as part of a retrospective review and remediation per: (B)(4) related to CAPA: pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.